Event description:
Information was discovered by millyard advanced medical products, llc by way of a technical investigation completed on 02-apr-2025. Despite no report of death or serious injury, this information is being reported out of an abundance of caution. The patient reported receiving pump errors, and an early cassette depleted alarm. During troubleshooting with the pharmacy, it was noted that the patient was not performing the cassette change correctly, which was the reason for the cassette depleted alarm. The patient had an extra pump with them, and 2 additional replacement systems were sent. No interruption to therapy or adverse side effects were reported. Upon return, the logs from remote (B)(6) (paired with pump (B)(6) were reviewed and show that the system generated pump error alarms on the date of the complaint. Logs from remote (B)(6) (paired with pump (B)(6) show that the system generated a pump error alarm on the date of the complaint. During investigation, each system completed a test delivery with no abnormal behavior or alarms. Upon disassembly, evidence of fluid ingress was observed in both pumps. Fluid ingress was determined to be the root cause of the event. The cause of the fluid ingress into the pumps could not be conclusively determined through the evaluation of the returned material; however, both systems functioned within specification as they alarmed accurately and entered a failsafe state after alarming.